Event description:
It was reported during the procedure when the subject coil was being delivered in aneurysm, it prematurely detached. A stent retriever and snare were used to retrieve the detached coil but were unsuccessful. The physician used an aspiration catheter and snare to remove the coil successfully without compromising the aneurysm. The procedure was completed. No other information is available.